Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tandem-provided usb cable was loose in the pump usb port, and that the customer received a power source alert after plugging the pump into a wall outlet using this usb cable. The power source alert issue led to a pump shutdown. The customer's blood glucose (bg) was in the 190-200 mg/dl range. Reportedly, the alert cleared and the pump successfully began charging with no further issues after the customer used a replacement usb cable.